Manufacturer narrative:
(B)(4). Concomitant medical products: 630700011, nonporous femoral component, lot 60294315; 630701210, prim.stem.tibia bpl 1/r n-pc, lot 60498646. Reported event was confirmed by review of op notes. Review of office visit- DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right knee arthroplasty. The patient experienced residual stiffness and required a manipulation.